Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Testing of an in-house kit of architect hiv ag/ab combo reagent lot (B)(4) met specifications. Controls showed values within typical range. Three (B)(6) specimens were tested, showing normal performance without (B)(6) results. Panels are internal measurement standards used to test product performance prior to lot release. Since the (B)(6) panels are used in this evaluation as replacement of low running (B)(6) patient specimens, the primary objective is to obtain a (B)(6) result, which was successfully demonstrated with all three panels. In addition, two commercially available (B)(6) panels, were tested using reagent lot (B)(4) to assess the clinical sensitivity of the reagent lot. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer (zeptometrix) for these (B)(6) panels. For both panels, reagent lot (B)(4) detected the same bleeds as (B)(6) as the data from the manufacture. Complaint records for lot number (B)(4) were reviewed. This review did not identify any problems related to the customer's observation. Based on the evaluation, it was determined that architect hiv ag/ab combo reagent, (B)(4), is performing acceptably.

Manufacturer narrative:
(B)(4). This report is being filed on an international product (list 4j27, architect hiv ag/ab combo) that has a similar product distributed in the us (list 2p36, architect hiv ag/ab combo). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that false nonreactive architect (B)(6) were generated for a patient sample that tested reactive at (B)(6) using the axsym (B)(4) method. Immunochromatography and western blot testing was also reactive for this patient sample. No impact to patient management was reported.